Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted and replaced due to an insulation anomaly.